Event description:
The customer called to report that the insulin pump had missing segments on the screen. The customer also stated that she was hospitalized due to high blood glucose levels. The customer's blood glucose levels had reached 532 mg/dl that day. Prior to the event, the customer walked her dog and fed her horses. The customer began feeling ill, and had to sit down. Troubleshooting was not performed due to the insulin pump being replaced for the missing segments. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.